Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This was a case of a transendoscopic approach to the common bile duct. When trying to straighten the pigtail part of the stent to cover a wire guide (probably olympus/visiglide2 0.025inch), a kink occurred. The procedure was completed by using another zebd-7-4 (lot# unknown). File related to (B)(4)¿ stent kinked. This file captures the user error with the replacement device no adverse effect on the patient has been reported. 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact please see description of event. 2 what was the target location for the stent? The common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown (probably olympus/visiglide2 0.025inch) 5 was the wire guide lubricated prior to use? Unknown 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? Please see description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? Unknown

Event description:
The supplemental report is being submitted due to completion of investigation on 19-aug-2024.

Manufacturer narrative:
Device evaluation: 01 x zebd-7-4 of lot number unknown was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. File related to (B)(4). This file captures the user error of a smaller than required sized wire guide used on the device and the user error and the use of a smaller than required sized wire guide with the replacement device. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Documents review: prior to distribution all zebd-7-4 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0045) which accompanies this device states the following: ¿refer to package label for minimum channel size required for this device. It should be noted that in the japanese packaging insert (B)(4) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product.¿ the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the use of a smaller than required wire guide size with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Confirmation of complaint: the complaint confirmed based on customer/or rep testimony. Summary: failure identified: user error: use of smaller than required wire guide. Confirmed quantity of 01 device confirmed used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a smaller than required wire guide size with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.